Event description:
No additional information received.

Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with the molding process. Adjustments will be implemented, manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
It was reported that the bd luer-lok syringe barrel/flange was damaged. The following information was provided by the initial reporter: "becton dickinson 20ml syringes are defective and contain a hole in the barrel tip. This exposes our staff to hazardous medications and leads to medication waste $ as it squirts out all over the place." Lot# 3170092.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 20-dec-2023. Medwatch report is mw5149487. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.